Event description:
According to the reporter: while suturing the defect the same suture broke twice. Wound dehiscence one hour after the surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).